Manufacturer narrative:
A stryker v40 cocr head was mated with non stryker acetabular components. This combination is not sanctioned by stryker and as such is considered an off label application of the device. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported patient was revised due to dislocation, right hip, femoral side stryker. Acetabular components were competitor product.

Event description:
It was reported patient was revised due to dislocation, right hip, femoral side stryker. Acetabular components were competitor product.

Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.